Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was noted to be unresponsive. The customer plugged the pump in to charge, however the pump remained unresponsive. The customer's blood glucose (bg) level was 550 mg/dl. The customer administered a manual injection and reported that their bg level stabilized to 190 mg/dl. It was reported that the customer has manual injections available as alternate insulin therapy.